Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported rupture via sonographic imaging. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported rupture via sonographic imaging. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed two openings on anterior assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported rupture via sonographic imaging. Device has been explanted and replaced with non-allergan device.